Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "not working." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.